Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during mechanical thrombectomy with the subject device for a clot located at the middle cerebral artery (mca) m2 segment, asymptomatic subarachnoid hemorrhage at the mca m2 segment occurred. Symptomatic intracranial hemorrhage at the right temporal artery l was also observed. No treatment was required. The physician stated that the asymptomatic subarachnoid hemorrhage was related to the subject device and the symptomatic intracranial hemorrhage was related to hemorrhagic transformation. The subject expired prior to the 30 day visit. It is not know at this time if the patient outcome of death was related to the device or procedure.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, patient hemorrhage, blood loss without sequelae, patient hemorrhage, blood loss with sequelae, and patient death are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. Death date: added. Executive summary: corrected to specify "the subject expired 27 days post procedure". Expiration date: updated. Manufacturing date: updated.

Event description:
It was reported that during mechanical thrombectomy with the stent retriever (subject device) for a clot located at the middle cerebral artery (mca) m2 segment, asymptomatic subarachnoid hemorrhage at the mca m2 segment occurred. Symptomatic intracranial hemorrhage at the right temporal artery l was also observed. No treatment was required. The physician stated that the asymptomatic subarachnoid hemorrhage was related to the subject device and the symptomatic intracranial hemorrhage was related to hemorrhagic transformation. The subject expired 27 days post procedure. It is unknown if the patient outcome of death was related to the device or procedure.